Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in the pt room at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #172289.(B)(4).

Manufacturer narrative:
The technician found the pts oxygen tube was caught between the side rail latch and inner panel. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician rerouted the oxygen tube away from the side rail latch to resolve the issue. Based on this info, no further action is required.